Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the pocket controller leds and speakers were not working properly. The controller was checked and it was confirmed that the leds were almost no longer visible and the speaker produced minimal noise during self check and during an alarm. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported dim leds were confirmed via product testing. The reported event of the speakers producing a minimal noise was not confirmed. The heartmate ii system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review. The downloaded log file spanned approximately 7 days (17jan2022 ¿ 25jan2022 per timestamp). There were no notable alarms in the log file. Pump operation was not affected. The system controller was tested, and the reported dim leds were confirmed. Due to the two dim leds the system controller did not pass one of the preliminary testing stages; however, was able to pass functional testing. The speakers of the controller were tested with a sound meter and no issues were observed with the noise levels of the alarms. The controller was able to operate on a mock loop for an extended duration with no issues. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.